Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as a ¿greasy sticky substance¿) was found in a bd safetyglide, regular bevel needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one open 3ml syringe without package was received by bd canaan from batch #unknown (p/n (B)(4).the sample was visually evaluated. The stopper was visibly very lightly moist from siliconization process, which is part of a normal manufacturing process. No droplets or excess silicone was observed on the stopper or barrel walls of the syringe. DHR review for batch 4301879 (p/n (B)(4): manufacturing dates: 11/13/2014 to 11/14/2014. Batch quantity was 216,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 4301879 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Confirmed: bd was able to confirm the customer¿s indicated failure. Investigation conclusion: root cause undetermined.